Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Height cm: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "10y 9m valve is not adjustable. Explanted."

Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. A deformation of the outer housing of the progav valve was observed through the visual inspection. The progav valve housing was measured to confirm the presence of the deformation. The housing deformation measured at 0.108mm, outside the tolerance of 0.0 +-0.02mm. The permeability test shown that the progav 2.0 valve is permeable. The progav valve was tested and is not adjustable throughout the normal range. The braking force and brake function test are not possible due to the inability of the valve to hold a given pressure. We performed a visual inspection of the progav valve. A deformation of the outer housing of the progav was observed through the visual inspection. This deformation was confirmed through a measurement of the plan paralleity. Next we tested the permeability and adjustability of the valve. The progav valve was permeable but was not adjustable to all settings. We were unable to perform a braking force or brake function test due to the non-adjustability of the valve. Finally, we have dismantled the valve. Inside the valve we have found a buildup of substance likely protein. Based on our investigation, we confirm that the valve is non-adjustable likely due to the buildup of substances observed inside the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspections.